Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint reviews were not performed because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3 - date of event: estimated d4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to a an impella interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. The sutures of one new prostyle device were successfully pre-placed. The impella procedure was completed. When advancing the knot of the one pre-placed prostyle sutures, a suture break occurred. Hemostasis was achieved using a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.